Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm after changing battery. Customer was not able to clear alarm due to buttons not responding. Customer's blood glucose was 221 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed error test. No unexpected alarms noted. The insulin pump was received with minor scratches on lcd window, broken belt clip slot and reservoir tube lip, cracked battery tube threads and corroded battery tube.